Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the communication issue was identified between cerner and pyxis. Cerner displayed medications as due at specific times on the mar, while pyxis showed different due times at the medstation. Nursing staff were still able to pull the required medications at the correct mar due times; however, they had to search for all medications because they were not appearing in the due now section. This issue occurred across multiple patients and originating from medstation na.4a. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the communication issue was occurring between cerner and pyxis. A technical support specialist (tss) found the station and server were running at different times. The station and es facility settings were configured for central time, while the server resided in mountain time, which should have been translated correctly based on es settings. User was confirmed to be operating in central time. For the reported patient, user created the message at 15:01, while carefusion coordination engine (cce) and es received and processed it at 14:01; it should have become available to the station at 15:01 as expected. The station time service was disabled, re enabled, and resynchronized. Event viewer did not show any significant time changes to account for the issue. Follow up was initiated to determine whether the issue was isolated to this station or facility wide. Customer confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.